Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer felt resistance while trying to fill the cartridge with the syringe. After removing the syringe from the cartridge, the resistance was still felt when the plunger was pushed down. The customer did not have any additional syringes to use at the moment and reverted to a back-up for insulin therapy until the customer has access to more supplies. The customer declined further follow-up from tandem technical support.